Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom system error 105 alarms, determined to be caused by a failed motor flex. The failed error assembly was replaced.

Event description:
During baxter's eval of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no pt involvement.